Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost weight, causing the ipg to shift in the ipg pocket site. As such, surgical intervention was undertaken during which the ipg explanted and replaced to address the issue. Reportedly, stimulation was restored following the procedure.